Event description:
It was reported the patient presented for implant of the left ventricular lead. During the procedure it was observed the lead exhibited high capturing threshold. The procedure was completed without lead implant. The patient was stable.